Manufacturer narrative:
The reported event was related to mfg. Report#: 1723170-2021-02477 as the site reported the same issue with two spinal clamps. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The site struggled to close the patient reference spinal clamp. Further actions would include clamp replacement. There was no patient involvement.